Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to confirm error code 54 and autofill calibration failure in the iabp log files. To fix the issue, the fse replaced the solenoid driver board, adjusted the s1 sensor on the volume cylinder and performed autofill calibration, which corrected the issue. The unit passed all functional and safety tests according to factory specifications, and was returned to customer and cleared for clinical use. It is expected that the suspected faulty solenoid driver board will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10 . It was reported that the cs300 intra-aortic balloon pump (iabp) autofill failure. Getinge field service engineer (fse) found confirmed error code 54 and auto fill calibration failure. Replaced solenoid driver board, adjusted s1 sensor on volume cylinder and performed auto fill calibration. This corrected issue. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. No patient involvement. The defective components were received for further investigation. The national repair center installed the pcb,solenoid driver part number 0670-00-0639 serial number (B)(6) part number serial number into the cs 300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. V. The nrc could not verify the failure of code 54 and autofill failure. The board passed testing. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.